Event description:
It was reported the patient was not receiving adequate coverage on her right side from the scs system. It was noted the patient has left sided coverage and slight coverage to the right knee. X-ray imagery confirmed lead migration. The patient was referred to a neurosurgeon to discuss surgical intervention. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.